Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-nov-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient intrathecal dilaudid 20 mg/ml at an unknown dose via an implanted pump for spinal pain. The event/difficulty occurred on (B)(6) 2019 during normal use. The patient began to experience withdrawal symptoms (aches, vomiting, diarrhea) on (B)(6) 2019. The pump also alarmed. The patient went to the emergency room (ER) on (B)(6) 2019. The pump was interrogated. The event log showed that a motor stall occurred on (B)(6) 2019 and the pump had not recovered. At the request of the ER physician the pump was turned to minimum rate. There were no environmental/external/patient factors that may have led or contributed to the issue. Surgical intervention was planned but had not been scheduled. The patient¿s weight and medical history were asked but unknown. Additional information was received on 2019-oct-23 from a healthcare provider (hcp) via a rep indicated the patient had withdrawal symptoms and heard a pump alarm. It was noted the event/difficulty occurred on (B)(6) 2019. A dye study was performed on (B)(6) 2019 and the catheter was unable to be aspirated. The logs showed a motor stall on (B)(6) 2019 that did not recover until (B)(6) 2019 and no mris were done. It was noted there were no environmental/external/patient factors that may have led or contributed to the issue. The pump was put to minimum rate and filled with saline. The issue was not resolved at the time of this report. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. The previously reported evaluation method code no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2019-dec-05. It was reported that the patient had the pump replaced on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-oct-30. It was reported that the cause of the inability to aspirate the catheter was not determined. The cause of the multiple motor stalls was not determined, and no surgical intervention was planned. The devices were still implanted. It was noted that the patient went through withdrawal, had increased pain, and was on oral medications.